Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the esophagus during a gastro closure procedure performed on (B)(6) 2024. During the procedure and inside the patient, after closing the clip, the nurse wanted to open the handle and release the clip, but the clip did not release. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.